Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025 , it was reported that the patient experienced inaccurate cgm values. The hcp reported that the patient experienced nausea, dizziness, headache and diabetic ketoacidosis due to an inaccurate low cgm reading. When a fingerstick was taken the cgm reading was 2.8 mmol/l, and the blood glucose reading was 26.0 mmol/l. Ketones were tested and were 5.0 mmol/l. The patient was hospitalized and was treated with intravenous insulin and gravol. The patient was discharged after spending 2 days at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.